Event description:
The customer reported being in the emergency room due to high blood glucose of 320mg/dl. The customer experienced dehydration, weak, cold and exhausted. The customer mentioned that she had to change the battery every other day. Troubleshooting was performed and the alarm history revealed low reservoir alarms. The customer is using duracell batteries. Recommended to use the correct battery. Further testing could not be performed as customer requested the device be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and broken battery tube threads.